Manufacturer narrative:
Additional information was added to d9, h3, and h6. H10: two (2) of the four (4) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was functionally tested with no issues noted. The reported condition was not verified. Two (2) of the devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid leakage due to cracked non-baxter catheters during use with four (4) locking titanium adapters. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.